Event description:
It was reported that during a lap nephrectomy procedure the clips fell out of the jaws of the instrument. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.